Event description:
The surgeon utilized the circular stapler to perform an end to end anastamosis after a takedown of a colostomy. The anvil was placed in the proximal bowel and the circular stapler inserted transanally. The surgeon attempted to open the circular stapler however after several rotations of the knob the trocar point did not move. The device was pulled out of the patient and tested to see if the trocar point would come out. It did, and the device was re-inserted open and approximated to the anvil. The device was closed all the way but the line never moved into the green area. After a normal firing sequence the device was pulled out of the patient. Upon testing the anastomosis there were two leaks on the anterior and posterior staple line which were closed with suture. Several staples were malformed throughout the staple line.